Event description:
The customer requested a connector therapy part, although there was no allegation of a product malfunction; however, a product malfunction was indicated by the request of the therapy capacitor part number. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.